Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open pressure sore under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse confirmed changing the garment and cleaning the equipment. It was also reported that the nurse was treating the open wound. Follow up indicated that the skin irritation improved.